Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported a patient underwent initial total hip arthroplasty. Patient fell and developed pain. Presented to the ER, x-rays performed which revealed hairline fracture with significant pain and unable to bear weight or apply pressure to leg. CT performed which revealed acute mildly comminute fracture of left greater trochanter into the intertrochanteric region. No adjacent soft tissue swelling. The fracture is not affecting the interface with the implant so fracture treated conservatively. No further information is available.